Event description:
On (B)(6) 2025, the healthcare provider (hcp) reported that the patient developed redness with streaking and swelling along the left cheek approximately 10 days post-treatment, following accidental contact with the treated area. The patient subsequently developed an open wound, and dermatology expressed concern regarding active bleeding. The patient has been evaluated by a nurse practitioner (np) and a medical doctor (md) and is currently on a second course of antibiotics. The hcp requested consultation with the medical director for further clinical guidance. On december 20, 2025, the medical director spoke with the hcp to discuss the case and provide guidance. Patient outcome remains pending at the time of this report. Update will be provided if and when it becomes available. Update: on january 5th, 2026, a follow up email was sent to the sales representative to check on the status of the patient. No response was received. On january 13th, 2026, another follow up email was sent to check on the status of the patient. The sales representative provided an update from a text exchange in which the hcp reported that the patient was seen by dermatologist and diagnosed with a granuloma. The dermatologist indicated the granuloma would likely be treated with injectable steroids after completion of antibiotics and confirmation that infection had resolved. The hcp described the case as unusual and stated an intention to contact the medical director. On january 28th, 2026 , a third follow-up email was sent requesting any updates. The sales representative replied that no new information was available and later confirmed by phone that the hcp had spoken directly with the medical director. No additional patient updates were provided, and the complaint was considered closed. No further information is available from the reporter at this time.

Event description:
On december 16, 2025, the healthcare provider (hcp) reported that the patient developed redness with streaking and swelling along the left cheek approximately 10 days post-treatment, following accidental contact with the treated area. The patient subsequently developed an open wound, and dermatology expressed concern regarding active bleeding. The patient has been evaluated by a nurse practitioner (np) and a medical doctor (md) and is currently on a second course of antibiotics. The hcp requested consultation with the medical director for further clinical guidance. On december 20, 2025, the medical director spoke with the hcp to discuss the case and provide guidance. Patient outcome remains pending at the time of this report. Update will be provided if and when it becomes available.